Manufacturer narrative:
Initial reporter phone number: (B)(6). Facility name: (B)(4). The actual device was not available; however, three photographs of the sample was provided for evaluation. The visual inspection of the three provided photos showed the product during and after treatment. On two photos, only blood was visible on the header cap, but no particulate matter was observed. Due to the absence of an actual sample, the reported issue and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an "unknown matter" was observed in one unit of revaclear 300 during treatment. The location of the "unknown matter" was not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.